Event description:
This report was received from baxter global phannacovigilance (gpv) and is a spontaneous report by a consumer in the USA of hole in the tubing and peritonitis in a male patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapy (dose, frequency and lot number not reported) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient got a hole in the tubing. On (B)(6) 2012, the patient was hospitalized for an unreported indication. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient experienced peritonitis due to the hole in the tubing. On an unreported date in (B)(6) 2012, a peritoneal effluent culture test was performed, with results unknown. Treatment rendered for the events was not reported. The patient was recovering from the event of peritonitis. On a follow-up with the consumer it was stated that the hole in the tubing was in the patient's pd catheter (brand unknown). The catheter had since been removed from the patient. No sample was available. No further information will be available for this peritonitis event. Patient injury reported: yes medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).